Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error codes indicating an error in the internal memory and disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4)

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the control printed circuit board (pcb) to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned control pcb has been tested in a ventilator. It alarmed directly on start up for a technical error indicating ventilation disabled, settings were missing. It was not possible to reinstall the software on this pcb. The technical error was not registered in the logs. It was not possible to find the exact component that caused the issue in this pcb, despite several voltages measuring on deferent components. The control pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate the inspiratory and expiratory gas flow. Includes a memory backup battery. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. It was possible to reproduced the reported issue at the manufacturer site and it was possible to confirm that the returned pcb caused the reported issue.

Event description:
Manufacturer's ref. #: (B)(4).